Event description:
The user facility reported that the device had bearing that came out from the device, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported, that the device had bearing that came out from the device. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.